Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging an "apply sample" issue with his onetouch ultra2 meter and he reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient one week later to obtain/verify the following information: the patient stated that the reported issue first occurred about one week prior to the call. He claimed that 3 days later, he had symptoms of rapid heartbeat, shakes, and nervousness. He was unsure what caused his symptoms but mentioned that he just started taking lantus. The patient administered self-treatment with food/drink and felt better afterwards. No other forms of treatment were reported. According to the troubleshooting performed with customer service, the correct testing technique was used. The reported issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed hypoglycemic symptoms 3 days after the "apply sample" issue began. In addition, the "apply sample" issue was not resolved with training.